Event description:
It was reported that the pt had complained of groin pain for one year. She was a total knee candidate and upon flexing her knee during elevation, the surgeon heard a clunk sound. The x-rays revealed that the acetabular component had moved intra-operatively. The surgeon could move the shell by hand; one bone screw broke while removing. The shell was then removed with ease. The surgeon observed no apparent in growth on the shell after removal.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.